Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported foreign matter contamination was observed on three (3) exactamix vented high-volume inlets. The contamination was described as, ¿black spots were found on the inlet¿. This was observed before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: three (3) actual devices and three (3) photographs were received for evaluation. Visual inspection of the actual devices was performed, and it was noted that there were dark speck particles of foreign matter identified on two samples in the sealed packages; one sample had a black speck particle on the white female connector and one sample had black speck particles on the spike body. It was noted that one actual sample had brown discoloration or foreign substance matter on the white female connector of product in the sealed product packaging. The returned photographs were reviewed, and it was noted that small dark spots or particles of foreign matter were identified on the outside of the spike body in one photograph, a discoloration on the white female connector identified in one photograph, and a small dark speck identified on the white female connector in one photo of the sealed inlet products. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.